Event description:
Patient reported had open heart surgery. Four years ago. Had the watchman, had a defect and it broke in there, and caused patient to have a stroke. They couldn't get the watchman out and they have lo cover ii up and bypass it, and patient had valve leakage and they did a repair on that. And then all kinds of things started happening and patient had to be in the hospital 4 months. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)